Event description:
It was reported the patient experienced a shocking or jolting sensation in their lower back and legs. The shocking was sometimes painful. The patient frequently got infections. Two weeks later, the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0az44, implanted: 2013 (B)(6); product type lead. (B)(4).